Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia for several hours after disconnecting the ilet for a data sync and announcing two meals later in the evening; the highest recorded blood glucose was 387 mg/dl, ketone testing was negative, and the caregiver performed a full supply change after consultation, including education not to prefill cartridges. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy and no medical intervention or hospitalization. Investigation included customer interview, device use history review, and troubleshooting with user education. Investigation of this case revealed an inability to confirm a device malfunction and identified possible user technique or handling factors related to cartridge prefilling and device disconnection, with the event consistent with inadequately controlled hyperglycemia of unclear cause. It was concluded that the event was user-related or cause not determined, with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.